Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's father that the customer was hospitalized due to high blood glucose. They had issues with insulin pump, the cannula was bent. The customer was admitted to intensive care. The customer's blood glucose was 578mg/dl. In addition, the pump alarmed motor error. During troubleshooting the pump did not continue alarming.